Manufacturer narrative:
Trackwise ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device shut down and stopped activating for 1-2 minutes. After this time, the device worked for a few seconds, then stopped working again and smoke was coming out at the tip of the jaw. Case was completed successfully but a new kit needed to be used to complete the case. Patient experienced bleeding during and after the procedure. The bleeding was then stopped through tamponade pressure.

Manufacturer narrative:
Corrected sections: patient codes changed; device codes changed. Trackwise # (B)(4). A lot history record review was completed for lots 25153671, 25153829, and 25154047 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device shut down and stopped activating for 1-2 minutes. After this time, the device worked for a few seconds, then stopped working again and smoke was coming out at the tip of the jaw. Case was completed successfully but a new kit needed to be used to complete the case. Patient experienced bleeding during and after the procedure. The bleeding was then stopped through tamponade pressure.